Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - probe is cracked on the side and has frayed wire.

Event description:
Per tm - probe is cracked on the side and has frayed wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the strain relief has been pulled away from the cable and the enclosure at the scanner end has been split open. The root cause of the reported issue is use related. H3 other text : evaluation findings are in section h.11.